Event description:
The customer called and reported experiencing high blood glucose of 475 mg/dl. She treated with a shot. At the time of the initial report, customer's blood glucose was 250 mg/dl. Troubleshooting was performed. The drive support cap appeared normal. No air bubbles were found. Insulin did exit the tubing during a manual prime and no leaks were found, though insulin was coming out from where the tubing connected to the set. The settings and history were correct with no significant findings noted. Customer declined to check for possible site or insulin issues, or to perform high pressure test. The customer was advised to change the entire set, reservoir and insulin. The customer called back on the same day, stating she had given herself a bolus and blood glucose was 342 mg/dl and not coming down. It was advised that the customer revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube lip and minor scratches on the lcd window.

Manufacturer narrative:
It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.